Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of light.

Event description:
It was reported that there was a loss of light.

Manufacturer narrative:
Alleged failure: when light cord plugged randomly goes black. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be due to other consoles/devices connected to the light source; possibly with the 1688 ccu, scope, or the light cable/light cable connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.